Manufacturer narrative:
A replacement power source was sent to the customer. In f/u with the customer she indicated that the part that holds the screw together that holds the unit together cracked off so there was no way to reattach the screw to hold the unit together so it was exposing underlying wires. The customer did indicate there was no indication of fire, flame or smoke and there was no injury sustained from the result of the issue. The product was returned and evaluated on (B)(4) /2013. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.91 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.82 ohms, which is normal and indicates that the thermal fuse did not blow. Picture #1: condition of transformer housing. See scanned page.

Event description:
Customer called in to report that the transformer for her pump in style has one of the screws broken off and the housing is damaged.